Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and found the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted due to the helix being bent, this could contribute to deployment or retraction issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, a right atrial (ra) lead was attempted in several different areas due to the physician being unable to find good capture and normal impedance values. Subsequently, the physician lost confidence in the lead, and requested a new one. The replacement lead was implanted successfully. No patient complications have been reported as a result of this event.